Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect display component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect display component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent dark display on this ventilator device. The customer stated no patient involvement with this event.